Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up call for an unknown alarm received during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient reported being in the hospital. Additional information received stated that this patient was experiencing ongoing nausea and vomiting (cause unknown). Additionally, the patient was not eating. On (B)(6)2023, the patient went to the hospital and was admitted with a diagnosis of hypocalcemia. The patient was not in active dialysis treatment at the time of hospitalization. The patient¿s calcium lab value was 6.5. The patient was administered the following medications in the emergency room (ER): 1 dose magnesium sulfate 4g (route unknown), calcium gluconate 2g (route and frequency unknown), 1 dose zofran 4mg. The patient¿s calcium deficiency was corrected with calcium gluconate 2g. It is unknown if this was administered more than once. The cause of the hypocalcemia was due to the patient¿s ongoing vomiting. The patient was discharged on (B)(6) 2023. The patient¿s hospitalization was not related to any fresenius device(s), product(s), and/or their dialysis treatment. The patient is continuing with pd therapy. The patient does not take a calcium supplement on a regular basis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: hypocalcemia in chronic renal failure is common and due to two primary causes: increased serum phosphorus and decreased renal production of vitamin d. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospitalization.

Event description:
During a follow-up call for an unknown alarm received during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient reported being in the hospital. Additional information received stated that this patient was experiencing ongoing nausea and vomiting (cause unknown). Additionally, the patient was not eating. On (B)(6) 2023 the patient went to the hospital and was admitted with a diagnosis of hypocalcemia. The patient was not in active dialysis treatment at the time of hospitalization. The patient¿s calcium lab value was 6.5. The patient was administered the following medications in the emergency room (ER): 1 dose magnesium sulfate 4g (route unknown), calcium gluconate 2g (route and frequency unknown), 1 dose zofran 4mg. The patient¿s calcium deficiency was corrected with calcium gluconate 2g. It is unknown if this was administered more than once. The cause of the hypocalcemia was due to the patient¿s ongoing vomiting. The patient was discharged on (B)(6) 2023. The patient¿s hospitalization was not related to any fresenius device(s), product(s), and/or their dialysis treatment. The patient is continuing with pd therapy. The patient does not take a calcium supplement on a regular basis.